Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h6 - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - device history record review cannot be performed without product identification. - device is used for treatment. - insufficient information provided. Unable to perform a compatibility check. - complaint history review cannot be performed without product identification. - medical records were not provided. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). G2 report source: united kingdom. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a ncb plate broke in patient. Attempts have been made and additional information on the reported event is unavailable at this time.